Event description:
A customer reported experiencing a cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The issue was resolved with assistance from customer technical support, who guided the customer through a pump reset process. Following the reset, the error did not reoccur, and the customer successfully started a new sensor session and resumed insulin therapy.